Event description:
A malfunction alarm was reported, with the code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to reach out if the problem returned.